Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 had failed. The field service engineer (fse) identified that drawers 2.1 and 2.2 were not detected on the bus and that there were no indicator lights on the boards. A faulty controller board with a broken connector was identified and replaced, after which the drawers were reconfigured. The fse confirmed that no medications were loaded in drawers 2.1 and 2.2 and that they were not in use, resulting in no impact to medication dispensing. Functional validation was performed using the hardware test application and the main application, which confirmed that the half-height drawers were operating correctly. Inventory could not be performed due to the absence of medications in the drawers. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer 2.1 failure occurred. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.